Manufacturer narrative:
Thirty (30)ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds. Act was noted to be 245 seconds at the time of injury. There is no information regarding spi value, catheter proximity, catheter zeroing after initial warm-up, or if carto indicated to re-zero. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since it was noted that at the time of the injury that the ultrasound revealed that the physician was attempting to advance the coronary sinus catheter deep into the coronary sinus, we will also conservatively report this event under the coronary sinus catheter. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient, age mid 50s - 60s, underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a coronary sinus catheter and a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. While advancing the sheath and wire into the coronary sinus, the patient became hypotensive and a perforation/tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Drain was left in place with output unspecified. Patient was reported to be in stable condition at the time of complaint report. Patient was transferred to the coronary care unit for observation. Patient required extended hospitalization as a result of this adverse event. It was noted that recovery went very well. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as it was described to be a difficult case with a pvc burden of approximately 30%. It was noted that at the time of the injury, ultrasound revealed that the physician was attempting to advance the coronary sinus catheter deep into the coronary sinus. It was also noted that it was believed that bwi products were not responsible for the injury. No transseptal puncture was performed. Sheath used was an 8 french short (brand unspecified). Generator was set on power control mode at 30 watts. Generator settings at the time of injury were not reported, as ablation was not in progress when the injury occurred. Irrigated catheter flow was set at...

Manufacturer narrative:
Additional information was received on june 14, 2017 stating that after the adverse event occurred, they used a second smart touch bidirectional catheter. However, no additional information was provided. Since this product was used after the adverse event, this product was assessed as a concomitant product and not MDR reportable. Concomitant product: smart touch bidirectional catheter, model #: d-1327-05-s, lot #: 17585119m. (B)(4).